Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. Noted on the usage sheet: "reason: instability. No further information will be provided due to hospital policy" a 5x10 cs insert was revised to a 5x13 cs insert.